Event description:
A medtronic representative reported that, while in a sinus procedure, the surgeon alleged the software was 4mm inaccurate in the deep anatomy. The surgeon performed tracer registration and passed; they were accurate on the superficial landmarks and stated there was tape on the nose that was skewing the anatomy compared to the patient exam. Tracing was around the eyes, like goggles. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not made available from the site. Software investigation completed. Finds are that the surgeon was not using the correct tracer technique for registration. Medtronic representative provided training on proper technique. Software functioning as designed.